Manufacturer narrative:
Continued e.1. Phone number: (B)(6) . Continued e.1. Fax number: (B)(6) . A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture, diagnosed by palpation. Device was explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: the device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken on posterior assessed as a surgical impact opening. (Shell thickness within spec) and missing shell observed assessed as inconclusive. Additional observations: ¿ stress marks and red particles observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture, diagnosed by palpation. Device was explanted and replaced with a non-allergan device.